Event description:
It was reported that this device was unable to be interrogated in the clinic. Technical services (ts) noted the beeper was off so putting a magnet over would not help. Ts recommended attempting a different programmer and wand and to try switching rooms. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was unable to be interrogated in the clinic. Technical services (ts) noted the beeper was off so putting a magnet over would not help. Ts recommended attempting a different programmer and wand and to try switching rooms. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and returned to boston scientific.